Event description:
It was reported that an alert for low right ventricular (rv) lead tip to coil impedance triggered, and the measurement was consistent with historical values. It was also reported that there was suspected undersensing and inappropriate pacing on the rv lead. Historical variation was noted on the left ventricular (lv) lead capture threshold. It was also that the cardiac resynchronization therapy defibrillator (crt-d) detected an episode of supra ventricular tachycardia (svt) as ventricular fibrillation (vf) and possibly inappropriately delivered defibrillation therapy. The rv lead, lv lead, and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
383059 lead implanted: (B)(6) 2011  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.